Manufacturer narrative:
B5: additional information received ; it was confirmed there has been no intervention performed yet to treat the event. Product analysis conclusion: the reported stent graft infolding and type ia endoleak were confirmed on the films provided. However, the cause of the event could not be fully determined. Lack of pre-implant CT¿s did not allow for a more thorough assessment of the pre-implant patient anatomy. Images during deployment of the bifurcate aortic body and suprarenal stents were not seen in the returned films. Although some thrombus was observed in the aortic lumen, it did not appear to be severe enough to contribute to infolding of the bifurcate stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm.  It was reported on the date of the one month follow up CT it appeared that the bifurcate has infolded causing a type ia endoleak.  As per the physician  the cause of the event can not be determined.  No additional clinical sequalae were provided and the patient will be monitored.